Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. It was reported that the patient tracker and all instruments verified and tracked well. Straight suction and straight probe were verified with a little difficulty. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system would not track any instruments or the microdebrider blades. The patient tracker would show up red and unable to be picked up by the emitter. The manufacturer representative changed the emitter¿s position multiple times and did not notice any metal in the field. The surgery was completed without navigation and there was no known impact on patient outcome.